Event description:
Per the rptr, it was unclear whether overdose or withdrawal was suspected. The rptr planned to assist in turning off the pump until the next step could be determined.

Manufacturer narrative:
(B)(4).